Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded power board. Unable to perform displacement test due to blank display. Insulin pump also received with missing display window cover, broken belt clip rails and scratched case.

Event description:
Information received by medtronic indicated that insulin pump had top and bottom part was cracked. Customer stated the insulin pump was dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.